Manufacturer narrative:
Correction to evaluation codes method, result and conclusion. Device evaluation summary: the field service engineer (fse) evaluated the ventilator and only found a related diagnostic code in the ventilator memory. The fse tested the ventilator and could not duplicate the reported issue. The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.